Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by the spouse that the patient experienced inaccurate cgm values. According to the report, the patient was sleeping, snoring, breathing but with eyes wide open. Per documentation, the patient was in a diabetic coma. At an unspecified moment, the bg was 68 mg/dl while the cgm on the receiver was 120 mg/dl. The reporter called the doctor and nurse and was provided some instructions on what to do. She followed the instruction to let the patient sit up and damp mouth, face and neck. She used a straw to have the him drink juice and had him eat a peppermint candy until it melted inside the mouth. No other treatments were given. He was never taken to any medical facility and was only treated at home. He was fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.